Manufacturer narrative:
On 28-jul-2025, bwi received additional information indicating that the patient did not require extended hospitalization and that there was no evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an afib cardiac ablation procedure with a varipulse catheter, the patient experienced blood pressure decrease/pericardial effusion treated with pericardiocentesis. During the procedure, after obtaining the post map, the patient's blood pressure decreased, so pericardial effusion was confirmed by echocardiography. The blood pressure increased by conducting pericardial drainage, the procedure was completed. The patient was then monitored in the ICU. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product was that there was no relationship with ep (electrophysiology) products. No abnormalities observed prior/during use of the product. Septal puncture was performed with rf (radiofrequency) needle. The complaint product(s) will not be returned for analysis. The information received indicated that prior to noting the CT (cardiac tamponade), ablation was performed. The patient did not require cardiac surgery. The outcome of the adverse event was improved. The transseptal puncture was performed with rf needle.

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. There is no information for the provided lot number 3150667l, which does not exist in bwi's system. Therefore a manufacturing record evaluation could not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).